Event description:
It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon fired the tsw35 stapler and when it was removed, it was discovered that the anvil had come loose. A new stapler was opened and fired. Upon reloading and firing the same thing happened again--the anvil came loose from its attachment. The case was completed from below with no further incident. There was no consequence to the pt.